Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibited high pacing impedance and was not capturing at high outputs. The physician considered this a possible rv lead fracture. During the lead replacement procedure, it was noted that the rv lead had dislodged and was no longer in the ventricle. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.